Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a report from the customer contact of an s208 (can bus error -psc) error code. This is not a reportable malfunction. However, during verification testing at the service ctr, the device alarmed with an s321 (motor error - pmc, left) malfunction alarm code.